Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse of patient made a mistake/touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began pd therapy. On an unreported date, the patient began treatment with heparin (dose, route and frequency not reported) for an unreported indication. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The nurse clarified that the patient was injecting heparin (for fibrin) and antibiotics into her solution bag. The antibiotic treatment for peritonitis included vancomycin ip and gentamycin 80 mg, intramuscularly as loading dose. Cause of peritonitis was patient made a mistake/touch contamination (onset not reported). On (B)(6) 2013, the patient was re-trained on pd therapy. Pd therapy was ongoing. The patient recovered from the event of peritonitis ((B)(6) 2013). Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.